Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-532a-1161: the fiber exhibits minimal signs of usage; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end wall exhibits minor scratch marks; the connector appears in good condition; the fiber passed the connector test; no failure found. Fiber card analysis: use date: (B)(6) 2016. Joules used: 22,630 joules. Probable root cause: based on the device analysis, the product complaint "fibers stop shooting" could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a bph surgical procedure at 46,261 joules the "fibers stopped shooting." The fiber was exchanged and the second fiber exhibited the same issue at 22,603 joules. The procedure was completed using turp. Patient outcome: "ok." No harm to the patient reported. This report is for the second fiber.